Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed deaths. Additional information received from the physician/author providing the mean weight of the patient population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: dowling c et al. "Initial experience of a large, self-expanding, and fully recapturable transcatheter aortic valve: the UK & ireland implanters' registry." Catheter cardiovasc interv. 2019 mar 1; 93 (4): 751-757. Doi: 10.1002/ccd.27934. Epub 2018 nov 5. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a multicenter registry¿s 30-day outcomes in patients who underwent transcatheter aortic valve replacement with the 34 mm evolut r transcatheter aortic valve. The outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria. All data were collected from 17 centers between january 2017 and april 2018. The study population included 217 patients (predominantly male; mean age 79 years), 215 of which were implanted with a 34 mm medtronic evolut r bioprosthetic valve (it was reported that a transcatheter aortic valve could not be deployed in two cases due to complex patient anatomy). No serial numbers were provided. Among all patients, 7 deaths occurred within 30 days post implant. Of those, one patient died from bleeding due to a femoral access site vascular injury and one patient died from spontaneous myocardial infarction 4 days post implant. Based on the available information, medtronic product may have been associated with these 2 death(s). The other 5 deaths were due to: bleeding complications associated with sternotomy for direct aortic approach (1 case) and non-cardiac causes (4 cases). Based on the available information, medtronic product was not directly associated with these 5 death(s). Among all patients, adverse events included: new permanent pacemaker implantation, second valve implanted, valve-in-valve implantation, valve-related dysfunction requiring repeat procedure, stroke, balloon aortic valvuloplasty (noted to have occurred 63 days post implant with a 24 mm non-medtronic balloon), vascular plug implanted (noted to have occurred 103 days post implant with a non-medtronic plug), valve migration/embolization, snare attempt, patient-prosthesis mismatch, low/deep valve implant, mild-moderate-severe paravalvular regurgitation, life threatening bleeding, major vascular complication, and increased mean aortic valve gradients. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.